Event description:
This lv lead was implanted and capped on (B)(6) 2016. Additional information was received indicating that this lv lead exhibited elevated threshold. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).